Event description:
The account stated that smoke was coming from the optics bay area on the prism analyzer. The operator opened the access door to find the smoke coming from the prism analyzer power supply. The operator turned off the prism analyzer. Through troubleshooting, it was discovered the inductor component burned out and burned the wire insulation. The burned wire and power supply controller board was replaced. No injury was reported.

Manufacturer narrative:
Service replaced the part and the issue did not recur. The prism operations manual refers to section 8: hazards, notes "caution" associated with electrical, mechanical, and physical hazards. Section 5: operating instructions, includes instructions for an emergency power off the system (power supply components are self-extinguishing when power is removed). This is a final report.